Event description:
Initially, the patient reported that the implantable neurostimulator (ins) "stuck out under the skin" and that she was able to "move and flip it around". In (B)(6) 2008, it was reported that the patient had swelling around the ins site and had experienced overstimulation that she described as follows "all power goes to one spot." It was also noted that the ins had been pressing on skin and spine since implant. The health care provider (hcp) reported that swelling was related to a post-of epidural hematoma and not the device. Subsequently, it was noted that the ins flipped and the patient had to have it replaced.

Manufacturer narrative:
(B)(4).